Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) the full lead was returned, analyzed, and no anomalies were found. Additional analysis revealed the proximal conductor had blood/body fluid (not obstructed) and the outer insulation was breached cut and also had a cosmetic depression. Additionally, there was blood in/on the helix mechanism and sleevehead and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead threshold was high/unstable/unmeasureable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.